Event description:
It was reported the pulse generator was showing premature battery depletion. When the device was interrogated last year, the status indicated 12 years remaining, however during the most recent interrogation, the remaining longevity of the battery was showing 3.5 years. The device was explanted on (B)(6) 2019, and has been received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has been received back from the field for analysis. The investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the pulse generator was showing premature battery depletion. When the device was interrogated last year, the status indicated 12 years remaining, however during the most recent interrogation, the remaining longevity of the battery was showing 3.5 years. The device was explanted on (B)(6) 2019, and has been received for analysis. No adverse patient effects were reported.